Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Customer¿s blood glucose level ranged from 300-399 mg/dl. The customer re-loaded the cartridge to resolve the issue.